Event description:
It was reported that a malfunction occurred but did not lead to any adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support again if the issue returned.